Event description:
The patient reported that the keypad buttons had a delayed response and that she had to use her fingernail in order to make the buttons respond. The patient also stated that she wore the pump exterior to her garment and did not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 11/03/2011 with the following findings: the keypad was found to be intact but the keypad symbols were worn off; no peeling or lifting was observed. There was a hole found in the audio bolus button and was difficult to press. Evaluation revealed that all of the keypad buttons were intermittently responsive, required more force and several presses on the keypad in order to elicit a response. All of the keypad buttons did not spring back or click back as expected. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.